Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "left side capsular contracture, baker grade unknown."

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Manufacturer of the device is unknown. The device has been explanted.